Event description:
A trilogy evo ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the trilogy evo at the manufacturer's service center, it was confirmed that the valve does not correctly open and close. Falling out of range was confirmed in the test. The solenoid valve was replaced.

Manufacturer narrative:
Previously reported: a trilogy evo ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the trilogy evo at the manufacturer's service center, it was confirmed that the valve does not correctly open and close. Falling out of range was confirmed in the test. The solenoid valve was replaced. New information to b5 statement: philips lab investigation suspects internal contamination of the solenoid valve was the cause of the failed pretest for aecm verification. Correction/ additional information provided for section b5, section h: problem code, results code and conclusion code.